Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The pico device is powered by two standard aa batteries. Low battery power is indicated by device alerts/indicator lights and batteries are easily replaced as detailed in the IFU. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that the pico soft port 15 x 20cm stop working. The device stopped working during the wound treatment. This is her 3rd pico soft port 15 x 20cm used on her wound treatment. First time patient encounter this situation where the ok, leakage & low batt signal light are on at one go. The said pico pump didn¿t perform suction as usual, stop its function.